Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer also mentioned they received a no delivery alarm. The customer stated that the issue was a past event and does not remember much but they did mention that they resolved the issue with a complete set change. The customer's blood glucose level was unknown. The customer was offered assistance with correcting the time and date on their insulin pump but the customer declined. The customer was sent replacement sets.